Event description:
Upon inspection, after removing from sterile package, nurse discovered what appeared to be a coiled up piece of hair in the barrel of what was supposed to be a sterile syringe. She brought the syringe and package to my dept for evaluation. We have secured it for inspection.